Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included blood pressure high and pregnancy. Concurrent conditions included pelvic pain, nabothian cyst, dysfunctional uterine bleeding, bloating, fatigue, nausea, amenorrhea, breast pain and bruising. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and endometrial ablation ("ablation"). The patient was treated with surgery (vaginal hysterectomy for uterus 250g or less with removal of tubes and ovary cystourethroscopy). Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal and endometrial ablation outcome was unknown. The reporter considered endometrial ablation and medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included blood pressure high and pregnancy. Concurrent conditions included pelvic pain, nabothian cyst, dysfunctional uterine bleeding, bloating, fatigue, nausea, amenorrhea, breast pain and bruising. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and endometrial ablation ("ablation"). The patient was treated with surgery (vaginal hysterectomy for uterus 250g or less with removal of tubes and ovary cystourethroscopy). Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal and endometrial ablation outcome was unknown. The reporter considered endometrial ablation and medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-jul-2020: mr received. Explant details added. Case becomes incident. Event medical device removal added. New reporters, concomitant conditions were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.